Manufacturer narrative:
There was no indication of any device malfunction or system error. Therefore, no equipment was returned for investigation. No causal effect of device malfunction can be attributed to pt's adverse reaction.

Event description:
On 6/18/2009, solta was notified of an event where a pt had been treated with a fraxel re:store product in 2009. The settings were 70mj with 6 passes to the upper lip area. This was her second treatment, her first treatment was approx 7 months earlier with no issues. There were no error codes or treatment tip issues during treatment, and immediately post treatment the pt had no unusual redness, swelling or pain on upper lip. Pt returned to the clinic 4 days after treatment with complaints of pain and blistering on upper lip and was given bacitracin antibiotic ointment. MDR reportability was determined on 6/22/09, when solta clinical specialist confirmed that dr was treating scarring with contracture to pt's upper lip with steroid injection, hydrocortisone cream, silicone cream and silicone gel patches.